Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) has not received the device back for evaluation because the hosp disposed of it after the event. In addition, no info pertaining to the lot # has been received so investigation of documents is not possible. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).